Manufacturer narrative:
Event description continuation: since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant products: non biosense webster, inc. - cryoablation catheter; lasso catheter, model #: unknown, lot #: unknown; carto system, model #: unknown, serial #: unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cryo-carto ablation procedure with a c3 ez steer thermocool sf non-navigational catheter and suffered a cardiac tamponade which required drainage. The patient¿s medical history was unknown. A voltagemap of the left atrium (la) was created by the lasso catheter. The four pulmonary vein isolations were performed by the cryo ablation catheter. Touchup of the left inferior (li) which left the electrical potential by the c3 ez steer thermocool sf non-navigational catheter. The cavotricuspid ishmus (cti) was ablated by the c3 ez steer thermocool sf non-navigational catheter and blockline was checked. The procedure was completed. Thirty minutes after the procedure, the patient¿s blood pressure dropped drastically and confirmed the clouding of consciousness. The cardiac tamponade was confirmed by computed tomography. A pericardial drainage was performed. However, the amount of fluid removed was not known. The patient¿s blood pressure then stabilized. There is no information about the hospitalization. The patient fully recovered. There were no factors that might have contributed to the event. The physician¿s opinion regarding the cause of this adverse event is that it was unknown. However, it was not related to any biosense webster, inc. Products. A transseptal puncture was performed. The needle and sheath product information was not known. The generator parameters, flow setting, if the power was titrated during ablation, overall time for ablation at the site of injury and the last ablation cycle time at the site of injury were not known. The shaft proximity interference (spi) value was not known. It was unknown if there was any error messages observed on the biosense webster equipment during the procedure. There was no information if the patient received any anticoagulation during the procedure.